Event description:
It was reported that the implantable cardioverter defibrillator would not connect to the merlin application and exhibited a bluetooth malfunction. The patient presented in clinic and the bluetooth telemetry was restored on the device. There were no patient consequences.

Manufacturer narrative:
The reported event of unavailable ble was confirmed. Based on the review of the information provided, the ble was disabled due to abnormal usage. The cause of the event was due to a high number of unsuccessful connection attempts made between the smart phone and the implanted device. The device is performing per specifications.